Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was watching tv but was not replying to her husband¿s questions. The bg finger stick was 39 mg/dl while the cgm was displaying 140 mg/dl. After approximately 5 minutes, the patient lost consciousness and an ambulance was called. After paramedic arrival a second bg finger stick was 39 mg/dl and the cgm value displayed was 140 mg/dl. Paramedics administered IV glucose and the patient regained consciousness without additional treatment. At the time of the report, the patient was in stable condition. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. No data was provided for evaluation. A probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.